Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2018, all displays froze and all function was lost at the telemetry central monitor during use. Cycling power to the device resolved the issue, and no injury was reported as a result of this event.

Manufacturer narrative:
The customer performed a system shutdown and reboot of the xhibit central station resolving the issue. There have been no recurrences of this issue. This report is complete and this particular issue is considered closed.